Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio iq meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient does not recall when the alleged issue occurred. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, at an unspecified time before the alleged issue occurred, she developed symptoms of ¿nausea and dizzy¿. It is not known if the patient received any medical treatment. At the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter. The cca noted that the blood sample completely drew into the test strip. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.